Manufacturer narrative:
The customer replaced all their reagents and pushed the electrodes together, performed a new calibration and qc, and ran a patient correlation. The investigation determined the customer¿s actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples with a cobas 6000 c501 module. The reporter stated prior to the event the ise electrodes were replaced during maintenance and they had received calibration errors and ise alarms. They made sure the ise electrodes were seated properly and tight together, repeated calibration and qc, and all results passed. After running patient samples, a doctor called to question results which prompted the user to repeat samples on another instrument in the reference lab and discrepant results were found. Sample 1: the initial result was 142 mmol/l. The repeated result on another c501 was 158 mmol/l. Sample 2: the initial result was 127 mmol/l. The repeated result on another c501 was 136 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number and expiration date were requested but not provided.